Event description:
Complainant alleged that during biomed testing by a third party, the device was observed to have low energy output and the device displayed a "poor pad contact" while using non-zoll electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.